Event description:
Pt had total abdominal hysterectomy. The metzenbaum scissors used in dissection was noted during the procedure to have the distal third of one scissors blade missing. X-rays were taken and the tip located and removed from the abdomen.